Manufacturer narrative:
The hospital biomed reported that the mrx was involved in an incident. There was no reported problem with the device. The device was evaluated by a philips field service engineer who found no issues with the device as it passed all testing. The hospital biomed stated that the device was not to blame for the patient outcome and referred to a 'user error'. There were no repairs or replacements required for the device as there was no trouble found. The device passed all testing and was returned to the site for use. There is no indication of a device malfunction.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The hospital biomed reported that the mrx was involved in an incident. There was no reported problem with the device. The involved patient died. The hospital biomed stated that the device was not to blame for the patient outcome and referred to a 'user error'.